Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the system failed to boot up. There were no reports of an injury or death.